Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 04-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("violent pain in lower abdomen on right") and pain in extremity ("pain in right leg, resembling sciatica or cruralgia / intense pain in right leg with very limited walking / persistence of pain in right leg starting at midday as long as life was slow in the morning/driving extremely painful") in a (B)(6) year-old female patient who had essure (batch no. D35376) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion medically significant) and alopecia ("abnormal and sudden hair loss "). In (B)(6) 2017, the patient experienced pain in extremity (seriousness criteria hospitalization and disability), gait disturbance ("intense pain in right leg with very limited walking") and paraesthesia ("tingling in right leg"). On an unknown date, the patient experienced blood sodium decreased ("few minor changes in blood test results, i.e. Borderline low sodium and potassium"), blood potassium decreased ("few minor changes in blood test results, i.e. Borderline low sodium and potassium"), fatigue ("very extreme fatigue"), dry eye ("dry eyes"), dysmenorrhoea ("persistent pain on right at time of periods and very frequently during cycle"), tooth disorder ("recurrent dental problems despite impeccable dental hygiene") and general physical health deterioration ("poor general health"). The patient was hospitalized for 7 days. The patient was treated with morphine. At the time of the report, the abdominal pain lower, pain in extremity, gait disturbance, alopecia, paraesthesia, blood sodium decreased, blood potassium decreased, fatigue, dry eye, dysmenorrhoea, tooth disorder and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, blood potassium decreased, blood sodium decreased, dry eye, dysmenorrhoea, fatigue, gait disturbance, general physical health deterioration, pain in extremity, paraesthesia and tooth disorder with essure. The reporter commented: she received food supplement as treatment against hair loss. It was informed a very slight improvement after 3 infiltrations, since walking was possible for a few metres, but still very sedentary life. Shopping, housework and hiking impossible. She also stated that she has been off work since (B)(6) and unable to resume full-time work. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). In (B)(6) 2017, infiltration at l4-l5 and l5-s1 on right. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 5-oct-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-oct-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("violent pain in lower abdomen on right") and pain in extremity ("pain in right leg, resembling sciatica or cruralgia / intense pain in right leg with very limited walking / persistence of pain in right leg starting at midday as long as life was slow in the morning/driving extremely painful") in a (B)(6) female patient who had essure (batch no. D35376) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant) and alopecia ("abnormal and sudden hair loss "). In (B)(6) 2017, the patient experienced pain in extremity (seriousness criteria hospitalization and disability), gait disturbance ("intense pain in right leg with very limited walking") and paraesthesia ("tingling in right leg"). On an unknown date, the patient experienced blood sodium decreased ("few minor changes in blood test results, i.e. Borderline low sodium and potassium"), blood potassium decreased ("few minor changes in blood test results, i.e. Borderline low sodium and potassium"), fatigue ("very extreme fatigue"), dry eye ("dry eyes"), dysmenorrhoea ("persistent pain on right at time of periods and very frequently during cycle"), tooth disorder ("recurrent dental problems despite impeccable dental hygiene") and general physical health deterioration ("poor general health"). The patient was hospitalized for 7 days. The patient was treated with morphine. At the time of the report, the abdominal pain, pain in extremity, gait disturbance, alopecia, paraesthesia, blood sodium decreased, blood potassium decreased, fatigue, dry eye, dysmenorrhoea, tooth disorder and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, blood potassium decreased, blood sodium decreased, dry eye, dysmenorrhoea, fatigue, gait disturbance, general physical health deterioration, pain in extremity, paraesthesia and tooth disorder with essure. The reporter commented: she received food supplement as treatment against hair loss. It was informed a very slight improvement after 3 infiltrations, since walking was possible for a few metres, but still very sedentary life. Shopping, housework and hiking impossible. She also stated that she has been off work since (B)(6) and unable to resume full-time work. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). In (B)(6) 2017, infiltration at l4-l5 and l5-s1 on right. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1126 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.